Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the l5 drg lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient began to experience therapy in her back rather than her legs. Physician suspects the lead placed at the l5 vertebral level may have migrated. X-rays were taken, however the results have not been provided to the manufacturer. In turn surgical intervention may occur to address the issue.